Manufacturer narrative:
The exact cause of the physician's experience is not known, but states they misused the device. The physician was not a first time user of this device. Company review determined the listed adverse events and device preparation procedures in the instructions for use are sufficient. The device was not returned for evaluation and the lot number is unk. The company will conduct an assembly and packaging review for product shipped to the hospital facility. If additional and relevant information becomes available, this report will be supplemented.

Event description:
During an outlet and pouch revision of a gastric pouch, the surgeon reported that the apollo overtube appeared to create an esophageal perforation. The physician claimed accountability due to misuse of the device. The perforation was discovered after the procedure. An esophageal repair was subsequently performed. There is no information that suggests the apollo overtube device malfunctioned.